Manufacturer narrative:
The actual complaint product was returned for evaluation. The investigation remains in progress. All information reasonably known as of 01 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 100 ml, flow rate: 2 ml/hr, procedure: total knee replacement, cathplace: surgical wound site, infusion start time: (B)(6) 2021 at 1230, infusion stop time: (B)(6) 2021 at 2130. It was reported that the pump emptied overnight. It was only supposed to run at 2ml/hr and at the point the over-infusion was noted, only 40ml should have been infused, however, 90ml had infused. The pump was filled with 100ml of a local anesthetic, which is less than labeled volume. Additional information received 19-apr-2021 indicated the "scrub nurse arrived in theatre and package of on q pump opened and discarded and not seen by nurse who filled the pump. Scrub and scout nurse unfamiliar with the pump. The pain pump usually used by this surgeon was unavailable. The [anesthetist] was asked if the pump could be filled with 100ml 0.75% naropin and the team were given the go ahead. The pain pump was set to 2 ml per hour delivery and attached to the patient...the pain pump was found on the ward empty on the night duty. Increased surveillance of the patient. Patient developed no sign of local anesthetic toxicity." Patient's current status was listed as "ok, no adverse events reported. Nil adverse reaction reported." Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record for lot 30042554 was reviewed and the product was produced according to product specifications. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 05 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was returned for evaluation. The pump's distal end infused and passed the specification on selectable flow rates 4ml/hr and 8ml/hr; however, in the flow rate 2ml/hr, multiple unknown substances were noted to be built-up in the tubing. The unknown substances inside the tubing appeared to potentially be crystallized medication. The root cause was determined to be use error. According to information received, the product was not used in accordance with the instructions for use. The customer indicated the pump was filled with 100ml of local anesthetic. Per the IFU, filling the pump less than the labeled volume (400ml) results in faster flow rate. All information reasonably known as of 17 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.